Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
During experiment with an ultipaq platinum microcoil (fsr10020320/f677381- (B)(4) units), the polyethylene component laminate seal was weakened or opens up when a fraction of drop of alcoholic disinfectant or water is applied. The units were found opened at distributor during inventory check. Additionally, the materials were received by the distributor, and then the devices are sent to the hospital depending on the case. If unused, these are sent back to distributor in the carton packages. Upon receipt, the devices outer packs were inspected for any transit damages, if any of the packs are not opened unless there are signs of external damages. External boxes were intact in this case. There were no seals on the outer cartons and these can be opened, and no damages on external boxes. There are regulations within the country that require relabeling of any type, but during this process, the devices were not accidentally opened. Prior to release to the hospitals, distributors or end users, the unit packages (outer or inner) were not opened. The devices were sent to the hospital, and then come back and again from the site, and are then sent for another procedure to another site. Once the units are returned, the external boxes are checked only, and the boxes were intact. The inner packages were opened in the same areas, mostly on crown seal side, and the units were not stored in high heat or humidity.

Manufacturer narrative:
During experiment with an ultipaq platinum microcoil (fsr10020320/f677381-216 units), the polyethylene component laminate seal was weakened or opens up when a fraction of drop of alcoholic disinfectant or water is applied. The units were found opened at distributor during inventory check. Additionally, the materials were received by the distributor, and then the devices are sent to the hospital depending on the case. If unused, these are sent back to distributor in the carton packages. Upon receipt, the devices outer packs were inspected for any transit damages, if any of the packs are not opened unless there are signs of external damages. External boxes were intact in this case. There were no seals on the outer cartons and these can be opened, and no damages on external boxes. There are regulations within the country that require relabeling of any type, but during this process, the devices were not accidentally opened. Prior to release to the hospitals, distributors or end users, the unit packages (outer or inner) were not opened. The devices were sent to the hospital, and then come back and again from the site, and are then sent for another procedure to another site. Once the units are returned, the external boxes are checked only, and the boxes were intact. The inner packages were opened in the same areas, mostly on crown seal side, and the units were not stored in high heat or humidity. It is confirmed that the inner pouch seal was returned open from water testing by the (B)(4) affiliate. However, it was further observed that the external surface of the box has compression and water damage such as the bubbled and stained label which appears to have occurred prior to testing. Evaluations into the methods used to handle and store items in the (B)(4) market is being pursued with the (B)(4) affiliate and its local distributors. At the present time, no additional information is available for this file. The circumstances which lead to the poor condition of the packages are considered to be isolated to this affiliate/distributor office. Further information and any actions to be taken will be attached to this file if they are received.¿ a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. A risk assessment has been initiated to evaluate this issue.

Manufacturer narrative:
After inspecting the inventory in hand at warehouse in (B)(6) warehouse the sterile packing of one of (B)(4) units (ultipaq platinum microcoil fsr10020320/f67738) was found opened. Additionally, the materials were received by the distributor, and then the devices are sent to the hospital depending on the case. If unused, these are sent back to distributor in the carton packages. Upon receipt, the devices outer packs were inspected for any transit damages, if any of the packs are not opened unless there are signs of external damages. External boxes were intact in this case. There were no seals on the outer cartons and these can be opened, and no damages on external boxes. There are regulations within the country that require relabeling of any type, but during this process, the devices were not accidentally opened. Prior to release to the hospitals, distributors or end users, the unit packages (outer or inner) were not opened. The devices were sent to the hospital, and then come back and again from the site, and are then sent for another procedure to another site. Once the units are returned, the external boxes are checked only, and the boxes were intact. The inner packages were opened in the same areas, mostly on crown seal side, and the units were not stored in high heat or humidity.